Event description:
Medwatch # (B)(4) received (B)(6) 2014. The reporter was the hospital legal assistant. It was reported that during an open heart surgery, one side of the hemostat jaw was found to be broken off after used in the procedure. After a thorough field and floor search were conducted without success, radiology was called to perform fluoroscopy. The foreign body was located and removed from the patient's thoracic cavity.: additional information received via phone call from the program manager at the hospital on (B)(6) 2014. It was reported that the instrument part number was su2702, lot number xmrg06 was the instrument involved in the incident. She stated that the broken piece was successfully removed from the patient. No further information was received. Shipping label was sent to the customer for the return of the instrument.

Manufacturer narrative:
(B)(4). The complaint device has been returned to carefusion supplier for evaluation. The evaluation is currently in process. A follow up will be sent if the evaluation is completed.